Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 80 or more units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the caller successfully reloaded the cartridge and resumed insulin delivery.